Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient underwent breast augmentation revision using mentor memorygel boost silicone implants, specifically 390cc. Post-operation, the patient experienced a left-sided silent rupture, which was discovered during the exchange procedure. Consequently, the patient underwent bilateral replacement of the implants on(B)(6), 2025. The details of the replacements are as follows: the left implant was replaced with catalog number smpb340, serial number(B)(6), and the right implant was replaced with catalog number smpb430, serial number(B)(6).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 20, 2025, indicated that patient experienced acquired deformity of bilateral breasts. Bilateral breast implant, inferior malposition, and ruptured left breast implant. As a result, patient underwent breast augmentation revision with removal of ruptured left breast implant and implant exchange with mentor boost 430 ml mpp to the right and 340 ml mpp to the left. Bilateral capsulorrhaphies and placement of p4hb scaffold to the inferior pole of bilateral breast. Inferior mastopexy on the left nipple to inframammary fold is 9.5 cm. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 13, 2025: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the smo ro mod pro boost gel 390cc breast implant was ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related were identified as part of this evaluation. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).